Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving medication via an implantable pump. The indication for use was noted as non-malignant pain. On (B)(6) 2015 it was reported that the patient came in for a pump refill and the pump had been empty for 6 weeks. The patient status was reported as alive-no injury. The cause of the event, patient symptoms, interventions, and the drug in the pump at the time of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.